Manufacturer narrative:
Complaint conclusion: as reported, the white tube of a 6f/7f mynx grip vascular closure device (vcd) could not be pushed down after deploying the sealant to hold it in place. There was no reported patient injury. Additional information was requested, but not available. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, and no syringe was returned for this evaluation. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted into the unit. The sealant and advancer tube were both in their manufactured positions, and the sealant sleeve was also found in its manufactured position. The balloon showed no abnormal condition to be reported. Additionally, a separation at the distal portion of the shuttle tube was observed during an additional deployment simulation performed. The inflation/deflation test was executed, and the balloon inflated and deflated as expected. A deployment test was also performed; however, a separation at the distal portion of the shuttle tube was observed during the deployment simulation while the sealant was being deployed, resulting in the sealant remaining trapped within the separated distal portion of the shuttle. The advancer tube was fully removed, passing over the balloon without any impediment or friction. A high-magnification microscopic evaluation was performed to assess the separation borders of the distal portion of the shuttle tube. During this analysis, elongation features typically associated with exposure to high tensile forces were observed along the separation border of the distal portion. The reported event of ¿mynxgrip system-unknown device incident,¿ as the issue reported by the customer of not being able to push down the white tube, could not be observed without clarification of the issue experienced. However, a condition of ¿catheter-catheter detachment¿ was noted during analysis of the complaint device since the distal end of the shuttle was separated from the unit. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user. However, as the sealant, advancer tube, and sealant sleeve of the returned device were within their manufactured positions, it is unlikely that the shuttle was advanced/shuttled down into a sheath in order to attempt sealant deployment. Regarding the observed condition of the separated portion of the shuttle cartridge, which was not reported by the customer, handling factors most likely contributed to the damage observed, as evidenced by elongations at the separation border. Elongations are typically associated with exposure to high tensile forces. However, as this condition was not reported by the user, it is unknown if the damage occurred during the attempted use reported and possibly contributed to the reported issue, or if the damage occurred due to manipulations after the procedure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tube of a 6/7f mynx grip vascular closure device (vcd) could not be pushed down after deploying the sealant to hold it in place. There was no reported patient injury. Additional information was requested but was not available. The device will be returned for evaluation. Addendum: per pe findings, the received unit presented a separation at the distal portion of the shuttle tube.